Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported comparing an adc meter reading of 354 mg/dl to a lab result of 99 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.